Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic artery. When the surgeon angled the camera to view the clip placement the clips were loosely formed on the tissue, pear shaped and did not close all the way. An endoloop was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Just to clarify, the conversion was due to the lack of cystic artery remaining after the inadequate clip formation? Yes. How did dr (B)(6) complete the case once he converted to open? Tied. Was the patient's post operative care altered due to the conversion? Yes, patient was admitted and would normally have gone home. What is the patient's current status? Fine. Is the patient expected to have a full recovery? Yes. Patient's sex, age, weight? Any pre-existing conditions? (B)(6) male.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.